Event description:
Legal. The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products; associated mdrs # 1225714-2014-00233 and 1225714-2014-00234.